Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that during surgery went to turn the knob to lock the lag screw guide sleeve, he noticed a crack in the shaft part of the "targeting sleeve 180, green coded."